Event description:
Cook (B)(4) reported for the customer, "catheter dislocated and migrated to the heart. Port was removed." Per complaint form: "they have implanted a peripheral port catheter device. After the procedure it looks like all very well, but on the ward the port doesn't work. So they made a overview and the port catheter was dislocated in the right heart, so they started to retrieve the catheter in the cath lab and remove the port chamber." Catheter section was removed using a snare over a long sheath through the femoral vein. Additional procedure: port explant. No adverse effects on the patient were reported.

Manufacturer narrative:
(B)(4). Engineering reported, "the device was not returned for an investigation. Several x-ray images were sent and reviewed." Engineering stated, "the images did not provide sufficient information for a thorough investigation." Engineering stated, "none. No non-conformities were found during the investigation."